Manufacturer narrative:
UDI #: (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist(fss). The fss found no issues with the operation of the system. The fss performed an annual preventative maintenance. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During an annual preventative maintenance performed by an abbott field service specialist (fss), the surgery center informed the fss that a laser treatment patient had a decenter flap the previous week. The laser treatment was aborted. Through follow up, the surgery center indicated at 10 days after initial laser treatment, the patient was retreated. The surgery center did not create another flap or did not covert to a photorefractive keratectomy (prk). Pre-op: bcva 20/20. Post-op: bcva 20/20.